Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery and the load process. The customer's blood glucose reached 150-300 mg/dl. Customer changed the cartridge and insulin was resumed successfully.